Event description:
Physician reported "tumoral syndrome during the systematic change of implant." Surgery occurred in (B)(6) on (B)(6) 2013. The surgeon removed some irregularities of the capsule and implanted a new device. During the summer, an increase of breast volume was noted. The patient was seen in emergency on (B)(6) 2013, and had emergency surgery on (B)(6) 2013 for suspicion of sepsis or "big cell lymphoma cd30+." Explantation of the device and total capsulectomy was performed. Irregularities in the membrane around the device, and seroma was reported. Multiple attempts have been made requesting further information, including cystology reports and return of the device.

Manufacturer narrative:
Device labeling addresses the event of seroma as: for primary augmentation patients, seroma rate = (B)(4). Primary reconstruction patients = (B)(4). (Other complications.) Swelling = (B)(4). "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). You should perform breast self-examination monthly on your implanted breast. In order to do this effectively, you should ask your surgeon to help you distinguish the implant from your breast tissue. Any new lumps or an abnormal finding on the mammogram should be evaluated with a biopsy. (Saline patient brochure). Device labeling reviewed: the following complications were reported at a rate of less than 0% capsule calcification, gel migration and irrigation in the core study. (Silicone dfu). The following complications were noted in a95/r95 3 year and 5 year study: irritation/inflammation 3.2% in augmentation patients and 6.6% in reconstruction patients. (Saline dfu) dy, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for patients in the a95/r95 study included in the labeling for saline breast implants.